Event description:
It was reported that there was a loud noise from 9800 system then there was no fluoro image during a case. The 9800 system has to be rebooted then the collimator closed down. The procedure was completed and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The calibration files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.